Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a company representative regarding a patient receiving dilaudid (3 mg/ml at 0.63 mg/day) via an implanted pump. The indication for pump use was lumbar radiculopathy and spinal pain. It was reported that a motor stall was seen at initial interrogation on (B)(6) 2019. The patient had recently had an MRI on (B)(6) 2019, that was unrelated to her infusion system. The pump logs were then read, and a motor stall recovery message occurred. Today ((B)(6) 2019), was the first time the pump had been interrogated and updated after the MRI. The pump was aspirated and there was no volume discrepancy and no patient symptoms were reported. No further complications were reported/anticipated.